Manufacturer narrative:
Gtin: unk. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as no sample was returned for evaluation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
It has come to my attention that a reoperation was needed to replace a microshunt because it was implanted with the direction of flow arrow towards the ventrikel instead of the peritoneum so it didn't work. The hospital doesn't want to report this to us at the moment and does not want to provide any more information. They do not want to be contacted by us about this event. First they want to see the outcome of their own investigation and the investigation of the health care inspection. Thereafter they will contact us is necessary to report the event properly. At the moment they do not want analysis nor feedback from our side.